Event description:
It was reported that a catheter issue occurred. An opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. Before it went into the sheath, the catheter came off the wire. When the device was inspected, it was noted that the monorail segment was separated from the wire lumen. The procedure was completed with another catheter. There were no patient complications.